Event description:
It was reported that an all-in-one empty container with connector had an amber speck observed in the administration port after it was filled. This was observed before use. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection identified particulate matter between the port and the twist off protector. The cause was a manufacturing issue, as the operator had failed to detected the particulate matter during the manual assembly process. A CAPA has been opened to address this issue. If further relevant information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.